Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient. According to the complainant, the patient experienced pain and incontinence during sexual intercourse, chronic vaginal infections and drainage, vaginal odor, pain while sitting, urinating and bowel movements, constipation and lower back pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.